Manufacturer narrative:
This event occurred in (B)(6), invacare is filing this report because the device is also sold in the u.s. The device was manufactured at invacare owned (B)(4), which is no longer in business. This record will be filed using the current manufacturing site, invacare at (B)(4). Based on the current information, the fire started at the canula and spread to the concentrator. The most probable cause was an external source of ignition such as a candle or the end user smoking. The oxygen concentrator is currently in the custody of the criminal investigation police. If more information is received a follow-up report will be filed.

Event description:
This incident was found in the news paper in (B)(6). It states that a fire had broken out in a house where a concentrator was being used, and first responders were called to extinguish the fire. The patient was taken to the clinic to treat her burns, and later died.